Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v059496, implanted: (B)(6) 2007, product type: lead. Product ID: 3037, serial# (B)(4)implanted: (B)(6) 2007, product type: programmer, patient. (B)(4)

Event description:
It was reported that patient programmer was not working .it was noted to have poor communication screen with or without antenna. The patient programmer would not do telemetry with or without antenna. The patient met manufacturer representative at the health care provider's office but could not get it to work. It was later reported 11 days later that patient neurostimulator was turned off, patient could not get a pulse. It was noted that the manufacturer representative was at the hcp's office who stated the device was at zero and the implantable neurostimulator was getting low. The stimulation was turned back on and up. The patient also indicated that could not pee, thought she had a urinary tract infection (uti), urine smelled horrible and was dark. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient was gastrointestinal/pelvic floor. A follow-up report will be sent if additional